Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient noted one of his/her batteries was associated with beeping. The patient also reported that the battery was discharging more quickly than expected. At the clinic visit, the patient was unable to pinpoint which of the batteries was involved. A preliminary review of the controller log files is reported to have identified (B)(4) as the one that was "behaving abnormally." It appears that the battery was exchanged with no reported patient consequence and that this resolved the issue.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that one battery would make the controller beep and would discharge faster than expected. The battery, bat550571, was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis could not be performed since log files were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. Additionally, power switching events could also be perceived as the reported power consumption issue. Events involving power switching are most often attributed to communication errors or momentary disconnections between a controller and battery. However, the reported "beeps" are most often attributed to momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.